Event description:
It was reported that this patient was being treated for an abdominal aortic aneurysm. Cook coda? Balloon catheters were used bilaterally during the procedure. It was observed that the left and right common iliac arteries had transected in the area of the common/internal iliac bifurcation. A contralateral leg component was placed extending into the right external iliac artery and patch angioplasty-was performed with a goretex patch and suture, resolving the transection in both iliac arteries. The patient tolerated the procedure and reported to be doing well. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)